Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " discrepant results bd sars cov2 assay. Initial positive results and then negative upon repeating. "

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd max¿ system kit (ref(B)(4) lots 1146527, 1146530 and 1146531 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd max¿ system indicated that lots 1146527, 1146530 and 1146531 were manufactured according to specifications and met performance requirements. Customer reported discrepant results with the bd sars-cov-2 reagents for bd max¿ system kit from lots 1146527, 1146530 and 1146531, which were positive with the bd max¿ assay, but gave negative results on the genexpert® system. Customer provided six run files # 4709, 4730, 4746, 4823, 4862 and 4905 from instrument ct1810 for investigation. Run #4905 did not contain positive result and was thus not further investigated. The issue occurred with patient samples as well as external negative controls tested between 2021-08-13 and 2021-08-24. The data received does not allow to identify which sample corresponds to external negative controls. One environmental monitoring run gave positive results on 2021-08-23. It was repeated on 2021-08-24 following an additional cleaning and all the results were found acceptable (negative results). Presence of positive results in environmental monitoring suggests potential environmental or cross contamination introduced during the sample preparation at the customer¿s site. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents for bd max¿ system instruction for use. Manual pcr curve adjudication of all the positive results was performed. Pcr curves of all suspected false positive samples revealed late and low but true amplifications, for n1 or n2 targets without anomaly indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Moreover, it must be noted that the assay used in comparison to the bd sars-cov-2 reagents for bd max¿ system (genexpert® system) only detects the n2 and e gene targets and does not detect the n1 target. Therefore, with this other assay, the customer cannot confirm the n1 positive results obtained with the bd sars-cov-2 reagents kit. Finally, it must be noted that limit of detection can vary between different assays, which could contribute to the discrepant results. Bd was unable to confirm the exact cause of the customer¿s positive results but based on the investigation results, no reagents issue is suspected. There is no indication of an increase in complaints for discrepant results for the bd sars-cov-2 reagents for bd max¿ system lots 1146527, 1146530 and 1146531. The root cause was not identified. Note that positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). See h10.

Manufacturer narrative:
The following fields were updated with additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1146527. D.4. Medical device expiration date: 2021-12-03. H.4. Device manufacture date: 2021-05-26. D.4. Medical device lot #: 1146531. D.4. Medical device expiration date: 2021-12-24. H.4. Device manufacture date: 2021-05-26. D.4. Medical device lot #: 1146530. D.4. Medical device expiration date: 2021-12-03. H.4. Device manufacture date: 2021-05-26.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " discrepant results bd sars cov2 assay. Initial positive results and then negative upon repeating. ".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " discrepant results bd sars cov2 assay. Initial positive results and then negative upon repeating. "